Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis, and an elevated blood glucose (bg) level of 600 mg/dl. Reportedly, the cause was unknown. Subsequently, customer was hospitalized. Although requested by tandem technical support, the customer was unable to provide any information regarding the reported event.